Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the unit evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that when the forcetriad is in auto mode, the bipolar activates and does not stop. During a procedure, the bipolar activation continued when the handpiece in use was not on tissue. Later, the site's biomed tested the unit with a test jig and he found that the bipolar activation was continuous as well.